Event description:
Fill volume: 140 ml, or 160 ml. Flow rate: 10ml/hr. Procedure: unk. Cathplace: implantable chamber. (Please reference 2026095-2014-00138, (B)(6), 00139, (B)(6), 00140, (B)(6)). An international distributor reported two complaints that occurred with two patients and multiple homepump devices. Patient 2: beginning on (B)(6), 2014 for 15 days, infusions have not been running as expected. The patient's mother who was reported to be a nurse filled the pumps and set up therapy for the patient. The infusion was started less than one minute after filling the pumps. The patient suffered hyperthermia day 1 and day 2 of the treatment. The patient was treated with paracetamol for the hypothermia. Note: further information has been requested from the reporter for clarification of the lot number and additional information regarding the incident and amount of devices used.

Manufacturer narrative:
Method: device's were reported to be returning for an analysis. At this time I-flow is pending their return. Clarification of the lot number has been requested from the reporter, therefore; a device history record (DHR) could not be performed at this time. Results: results will be provided once the evaluation and investigation have been completed. Conclusions: at this time I-flow is pending return of the device's for evaluation and additional information regarding this incident from the customer/reporter. Unique information regarding the specific incident dates and amount of devices were not provided, therefore at this time only one MDR will be submitted regarding this reported incident. Once received, I-flow will submit additional MDR's as necessary. The investigation is ongoing, once completed a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.